Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency/frequency. It was reported that patient had a bladder scope on the 13th and ever since then the device hasn't been working. Patient said they are going to the bathroom every 10-15 minutes and can pass very little urine. Patient increased stim but symptoms have not improved. Patient has not had much sleep for almost a week. Reviewed how to change programs. Patient was able to change programs and increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.